Event description:
Initial information was received on (B)(4) 2011 from a consumer's husband. This (B)(6) female was using colgate motion powered toothbrush and it exploded in her hand. She experienced numbness in her right hand and ringing in both ears for several hours afterwards. She began using the toothbrush approximately three months prior to this report and she brushed twice a day with no problems. Approximately one month prior to the report, she turned the toothbrush on and it immediately exploded in her right hand. Her husband described the explosion as very loud. The toothbrush body shattered into fifteen to twenty pieces. In addition, the motor and battery casing shot out from the body but remained intact. The head of the toothbrush was intact, just the shell of the toothbrush shattered. At the time of the report, the consumer had recovered. This case is referenced as (B)(4).